Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5 13.2 implantable collamer lens of -11.00/1.5/090 (sphere/cylinder/axis) lens tore during injection and also got stuck in cartridge on (B)(6) 2023. On (B)(6) 2023 the lens was implanted removed and replaced intraoperatively for spherical lens of the same size and the problem was resolved. Cause reported as device. "The lens would not stay forward in the shooter and it continued to slip backwards and got caught during insertion."